Event description:
It was reported that patient's pacemaker was pacing asynchronously. It was also noted that patient experienced atrial fibrillation and syncope. No intervention was done. There were no further patient consequences.